Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. Additional information indicated that the clinic is making arrangements for the patient to come in for an evaluation. The cause has not yet been determined at this time. This system remains in service. No adverse patient effects were reported.